Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The physician advanced a 3.50x20mm promus element plus stent delivery system (sds) to the target lesion. Physician noted that the stent had dislodged from the sds. The physician attempted to retrieve the dislodged stent but was unsuccessful and the stent remains inside the patient. No further patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).